Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing a ¿in the box¿ icon. The patient noticed this 2 weeks prior to report. The patient had an appointment with healthcare professional (hcp) and wanted a manufacturing representative present because she was getting an error message on the patient programmer.